Event description:
The issue reported incorrect insulin level readings. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up from technical support and is currently out of warranty, in the process of obtaining a new device. Further information was unavailable.